Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a distorted image was observed with the evis exera iii video system center when the urf-v was connected. The event occurred during preparation for use, prior to a therapeutic transurethral lithotripsy operation. A similar scope was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
D9 - the serial number has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as battery consumption was confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.